Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via the manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) a power on reset message was reported. No symptoms were reported and no further complications were noted or anticipated

Manufacturer narrative:
In the regulatory report add a note stating ¿review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the medtronic representative was just asking information about power on reset, and that they was not actual problem with the device. No further complications were noted or anticipated.